Event description:
There was no pt involved in this event. This device malfunctioned because the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2008. The investigation confirmed there was no fault when the software was upgraded using the universal upgrader. Investigation did, however identify a possible failure of the device pogo pins, which caused the device to identify low battery warnings. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.